Event description:
It was reported that the programmer adjusted the implanted device's sensitivity settings without user input. The device was reprogrammed to the correct sensitivity setting. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.